Event description:
It was reported the patient (australia) experienced 'pressure' at the right occipital (off-label) lead site. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to reposition the lead which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.